Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Only the lens carton and a dvd were returned. The dvd partially shows a non-qualified cartridge in the viewing area. The viscoelastic cannula is inserted into the loading area and viscoelastic is added to the cartridge. Due to obscuring of available viewing area, it cannot be confirmed from the video if the appropriate amount of viscoelastic was used. The lens case then comes into view as lid is removed. The multipiece lens is observed in the lens case. Forceps are used to remove the lens from the case by grasping mid way on one haptic. The cartridge (loading area) quickly returns into view. The haptic is observed dropped from forceps onto the sterile field. Upon re-entering the viewing area, the cartridge is being held vertically. The lens is being inserted vertically down into the loading area. Once the lens is on the ramp, the cartridge is shown held in a horizontal position. The optic is grasped by the metal instrument on the edge and pushed into the cartridge to the location of between the loading area and the nozzle entry area. It cannot be determined from the video view if the lens was biased downward while loading the lens. Upon retracting the forcep from the cartridge, it appears the positioning forcep is used to slightly tug the trailing haptic distal area backward toward the loading area toward the left side of the cartridge. The cartridge is quickly seated into a handpiece as the plunger is quickly advanced, moving the lens to the fill-to line. The lens is in an acceptable position for advancement. The cataract removal is shown on the video. The cartridge tip comes into view on the left side of the screen. The tip is inserted and rotated to the right. The lens advances from the cartridge tip into the eye. The cartridge is rotated to the left to be anterior side up again as the lens is exiting. The tip is rotated still toward the left and the tip is withdrawn from incision without full deployment of the lens inside the eye. The trailing haptic is outside the incision. The trailing haptic is grasped at the distal tip and positioned into the eye by a metal instrument. It cannot be confirmed from the video is haptic damage was present on either haptic. The eye is irrigated and a capsular tension ring is inserted. Positioning occurs and the surgery concludes. Iol product history records were reviewed and the documentation indicated the product met release criteria. Per the video, a non qualified cartridge was used with the lens. The lens model is only qualified for use in specific cartridges. Viscoelastic was not provided. It is unknown if a qualified product was used. The lens was not returned for an evaluation. Torn haptic damage could not be verified via the returned dvd. The root cause of the complaint for haptic torn may be related a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. Information in the file indicated that iol¿s haptic element was detected lying free in the anterior capsule of the eye during postoperative examination. The iol was replaced. The other iol was a 21.0 d replacement lens and was implanted into the patient¿s eye. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The lens used is only qualified for use in two specific cartridges. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A doctor reported that the haptic element of the intraocular lens (iol) implant was found in the anterior capsular of the patient during a postoperative examination. The lens was removed and replaced.